Manufacturer narrative:
The reported event states that the customer was having issues connecting the contour next one bg meter with the pdm. The received device has excessive damage to the lcd screen which resulted in a non-functional lcd that displays black and white. Data could not be extracted from the device and no other tests could be completed due to the damaged lcd; the reported event cannot be confirmed due to this damage. It cannot be determined when or how this damage occurred, or if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had a communication error with the pod and personal diabetes manager (pdm). Patient had low blood glucose levels of 69 mg/dl.